Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The field service engineer (fse) adjusted the cuvette rinse volume and replaced and adjusted the reagent probes. The investigation is ongoing.

Event description:
The initial reporter questioned high results on a cobas c 503 analytical unit. An example of discrepant results was provided for 1 patient sample tested for creatinine. The initial result was 3.79 mg/dl. Medical staff complained that the result did not correspond to the patient¿s clinical condition. The sample was repeated twice, with results of 0.85 mg/dl and 0.91 mg/dl.

Manufacturer narrative:
The type of investigation, investigation findings, and investigation conclusion codes were updated. The investigation determined that the service actions resolved the issue. The specific cause of the event could not be determined.

Manufacturer narrative:
The customer has not complained of any further issues since the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.